Manufacturer narrative:
(B)(4).

Event description:
The event was reported y a customer from USA: "I heard that there were two issues with a clamp left closed and no occlusion alarms. I want to help follow up on this. One at superior? (I will call them directly) and one at (B)(6)? 1. Who has the pump now? Not sure. The incident in (B)(6) happened last (B)(6). I will call them and get the serial number. You won't be able to get one. 2. Was this written up on an incident report so that I can get the details to file a complaint and begin an investigation? No, but I did talk to the nurse today: a. The roller clamp was clamped all the way. B. Pump was infusing. C. No distal occlusion alarm. D. Infusion of 0.9ns at 125ml/hr. E. Primary set with no filter used. F. IV site peripheral no issues. G. No patient harm. H. Delay in therapy only in that took longer to infuse. When talking with this nurse, another nurse spoke up and mentioned that she encountered a pump that had been alarming "distal occlusion" for no apparent reason. 1. Again, no event report. 2. Happened over weekend, I believe. 3. All clamps open. 4. Nurse couldn't recall what was infusing. 5. IV site was peripheral and flushing fine - no infiltrates. 6. No patient harm. 7. Delay in therapy only in that took longer to infuse. Delay in therapy: yes. Need for medical intervention: unknown." Additional information was received on nov.18th , 2015: "1. Kindly acknowledge no patient was involved and no human harm caused. To my understanding - no harm to patient. 2. What software version is installed on the pump? R13 v1. 3. Did the event occur as part of a test or during treatment? During treatment. 4. Please provide a step-by-step description of the infusion process. Do not have step-by-step. Pump was infusing with clamp closed. No distal occlusion alarm. No additional information was able to be obtained from involved staff. .a. Rate: 999 ml/hr. B. Vtbi: unknown. C. Time: unknown. D. Mode: unknown. E. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? 10psi. F. Administration set used (type and lot number): unknown. G. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.? H. Drug administered: unknown. I. Priming method (manual / with pump): unknown. 5. Please provide the date of the incident (B)(6) 2015".